Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds one other report against the femoral head. Per procedure, this device is exempt from device history record review. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Medical records were received and reviewed. From the information reviewed in this report it is not possible to determine if there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, immobilization, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the tissue. Update rec'd 12/10/2013 - pfs and medical records received. Part/lot was provided. Operative notes indicated a small proximal crack while trying to seat the sleeve. The sleeve has now been reported. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, immobilization, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the tissue.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).